Manufacturer narrative:
Concomitant medical products and device evaluated by MFR updated.

Event description:
It was reported that the patient experienced undersized issue with the inflatable penile prosthesis (ipp). The ipp pump was removed and replaced with a new one. No patient complications were reported.

Event description:
It was reported that the patient experienced undersized issue with the inflatable penile prosthesis (ipp). The ipp pump was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Sizing issue was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. No risk review required per cis product investigation wi, 92186855. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. The operating room manual 92127382-01 was reviewed. General instructions on how to choose the appropriate ams 700 size are included. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
It was reported that the patient experienced undersized issue with the inflatable penile prosthesis (ipp). The ipp pump was removed and replaced with a new one. No patient complications were reported.